Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a vls laparocele procedure and absorbable straps were used. The device did not lock after shooting and was not strong enough to fire the straps so the straps fell down from the shaft of the device. The procedure was completed using another like device. There were no adverse patient consequences.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Upon inspection, visual characteristics are acceptable but functional testing was not conducted because device did not work as intended. One plastic post from the sled was found broken which causes latch was out of position and why the internal cannula components were not sliding properly.